Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2010.